Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address high metal ion levels, metallosis, and alval.

Manufacturer narrative:
PMA/510(k): k070359. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/26/2017 - pfs and medical records received. After review of the medical records for MDR reportability, it was stated within the revision operative note that tissue sent for pathology "came back consistent with alval type reaction". Also, "behind the acetabulum...had large cavitation with necrotic tissue within it again consistent with metallic reaction". There are no metal ion lab values available to support the alleged high metal ions. Necrosis harm submitted to FDA. It was discovered that the previously reported unknown stem is in fact a competitor product and will be removed from complaint.